Manufacturer narrative:
(B)(4).

Event description:
It was reported an error code was received for the device being in backup vvi mode. It is possible the cause was presence of external interference. Software downloading is not possible due to telemetry issues. Device replacement was recommended. No further information is available.